Manufacturer narrative:
(B)(4) date sent: 3/4/2026. Additional information received: implant date (B)(6) 2018 hiatal hernia repair and reduction. Laparoscopic repair of diaphragm with mesh. Female patient upper gi procedure (B)(6) 2025 found: reflux, esophageal spasm, paraoesophageal hiatal hernia. Explant of linx: (B)(6) 2025 repair of paraoesophageal hiatal hernia. Nissen-hill hybrid fundoplication estimated blood loss 30ml 72-year-old female symptomatic gerds.

Event description:
It was reported that a patient with history of gerd, htn, prediabetes, hypothyroidism, obesity, iron defiency anemia, and hiatal hernia. Medical records provided state that after failing medical therapy, patient underwent comprehensive workup and a laparoscopic hiatal hernia repair, diaphragm repair with 15b linx implanted on (B)(6) 2018 to treat her symptoms. Patient did well until on (B)(6) 2025 when gerd symptoms returned. A CT of the chest and an upper gi indicated an ¿uncoupled¿ linx device. Patient then underwent a robotic assisted linx explantation, takedown of recurrent hernia, and fundoplication on (B)(6) 2025. The surgeon noted he was able to identify the linx device around the proximal stomach which had slipped caudally and was located cephalad to the crus in the hernia. They began by opening up the capsule of the anterior stomach and were clearly able to identify a bead of the linx device with the metal connector that was not attached to any beads with at least a 2 cm gap in between the next bead which was noted to be completely disconnected. The bead that was not attached laterally was the first bead after the clasping beads. Surgeon noted difficulty with adhesions while doing the peri-esophageal dissection between the pleura, posterior vagus nerve, and esophagus. Upper gi completed on po day 2 indicated no leak and patient was discharged recovering well.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 19824, and no non-conformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.